Event description:
(B)(4) community hospital reported that pacemaker spikes are not accurately detected by the spacelabs monitor.

Manufacturer narrative:
Data provided by (B)(4) community hospital showed that the product involved was an adjustable guidant dual-chamber pacemaker, model 1198 that had been adjusted to levels that are outside of the spacelabs published specifications. The biomed was advised of the adjustment issue for the pacemaker. The biomed was also provided general info regarding lead placement for most effective detection of pacemaker signals. No one has been injured as a result of this condition. The hospital is continuing to use the equipment. This report is considered final and the issue is closed.